Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the pocket site. The pocket site of the patient was opened, and the physician discovered a hematoma at the pocket site, in which the physician cleaned and took culture test. Patients white blood count came back normal. The patient was doing well postoperatively and stable. The device remains implanted and in service.